Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 9611385-2015-00105 and 9611385-2015-00106, describe the second and third device, respectively.

Event description:
On november 10, 2015, a dental professional informed 3m about a patient who required tooth extraction. This patient had a 3m espe lava ultimate cad/cam restorative for cerec crown secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The patient, a (B)(6) female patient, received the lava ultimate crown on tooth #19 on (B)(6) 2014. It was noted that this patient had a pre-existing root canal on this tooth (performed on (B)(6) 2005). In (B)(6) of 2015, the patient was examined and no evidence of a problem was noted upon examination or review of bitewing x-rays. On (B)(6) 2015, films (periapical and images) showed a great deal of decay. The crown was removed and the dentist attempted to remove the decay. No tooth structure above the gum line was left; only the post remained. The patient is scheduled on (B)(6) 2015, for tooth extraction, bone grafting and a possible implant.